Manufacturer narrative:
Block h6: problem code 1504 captures the reportable issue of balloon pinhole. Block h10: investigation results: visual examination of the returned complaint device revealed the balloon did not show visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole found at the proximal shoulder. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloris during a gastroscopy pyloric stenosis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was unable to be inflated and it was noticed that the balloon had a pinpoint-hole. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the pyloris during a gastroscopy pyloric stenosis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was unable to be inflated and it was noticed that the balloon had a pinpoint-hole. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event.